Event description:
The customer stated a false positive troponin result was generated using the architect i2000sr analyzer. The customer provided the following result: initial 0.073 ng/ml, retest <0.01 ng/ml. The customer uses a cutoff of 0.04 ng/ml. No adverse impact to patient management was reported. No additional patient information was provided.

Manufacturer narrative:
High test results; (B)(4): no consequences or impact to patient; (B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation in complete. An evaluation hs begun but has not been completed yet.

Event description:
The patient was treated with clexane and aspirin. The patient was admitted to the ccu. It was indicated that the patient felt dizzy and light-headed. The patient blood pressure was 79/34, heart rate 81 bpm, blood glucose 8.6 mmol/l. No clear history of chest pain. Upon arrival at the hospital the bp was 126/54. The opinion of the treating physician was the patient had suffered dehydration with pre-syncope. Treatment with anticoagulants was stopped and the patient discharged on (B)(6) 2012 . No adverse outcome was reported due to the treatment.

Manufacturer narrative:
(B)(4). The patient code is being updated to: no code available; (B)(4). Further investigation of the customer issue included a review of the instrument by an abbott field service representative (fse), a review of the complaint text, a search for similar complaints, and a review of labeling. The fse found the buffer bulk solution level sensor quick disconnect tubing was not connected properly. The quick disconnect tubing was reseated correctly and a wash zone aspiration test was performed successfully. Controls were ran and passed, indicating the instrument is performing per specifications. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information a deficiency, of the architect i2000sr analyzer, list number 03m74, was not identified.